Event description:
It was reported that the ambicor penile prosthesis (app) was removed due to erosion. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information and device evaluation provided in event description, d10 device available for evaluation, d10 returned to manufacturer date, device evaluated by manufacturer, device return to manufacturer, evaluation method codes, evaluation result codes. Evaluation conclusion codes.

Event description:
It was reported that the ambicor penile prosthesis (app) was removed due to erosion. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. The ambicor device was visually inspected and functionally tested. One cylinder had a leak in the outer tube that was the result of a sharp instrument. The other cylinder had a leak in the outer tube and a hole in the inner tube that were the result of a sharp instrument. Both cylinders and pump were contaminated. Both cylinder input tubes were removed. The pump functions as intended. Cylinder on cylinder wear was also observed on both cylinders. The complaint component was returned for analysis, although, the reported allegation could not be confirmed. The reported adverse event is known and documented in the labeling, so an overall investigation conclusion code of "known inherent risk of the device" was chosen.